Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0013281031); product type: 0195-heart valves; implant date na; explant date na section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations.  The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the transcatheter aortic valve, the valve was recaptured once prior to implantation and, immediately after implantation, an aortic dissection was noticed; there were no remarks of a dissection before the valve opening. Subsequently, surgery was performed. The patient was reported to be alive following surgery.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be completed. One intraprocedural fluoroscopic image was submitted for review in relation to the reported event. Review of the available imaging demonstrates a deployed bioprosthetic valve and evidence of an aortic dissection. Documentation indicates that surgery was performed. As no additional imaging was available for review, a comprehensive analysis could not be completed. As stated in the instructions for use (IFU), potential adverse events associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention), or emergent surgical intervention. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured due to inadequate placement, and the dissection occurred immediately after implantation of the valve.